Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial#: (B)(4), implanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(4), ubd: 07-feb-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacture representative regarding a patient receiving lioresal via an implanted infusion pump. It was reported the patient's pump and catheter were infected and had to be explanted on (B)(6) 2021. There were no environmental/external/patient factors that may have led or contributed to the issue. It was unknown if the issue resolved.